Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that stimulation was no longer an effective form of therapy for the patient. A system explant was scheduled for (B)(6) 2017. The indication for implant was unknown.

Manufacturer narrative:
Corrected if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that there was no device issue and all impedances looked good. The rep stated that the patient was getting good coverage for their right thigh, but it never really helped for their back. It was noted that the patient¿s back continued to get worse over time, and became more painful. The cause of the ineffective therapeutic effect was not specifically determined. The patient¿s issues have been resolved at this time.